Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32 mm x 3.5 mm, target lesion was located in the moderately tortuous and moderately calcified proximal end of left anterior descending artery. A 3.50 x 32mm synergy drug-eluting stent was advanced for treatment. However, the distal end of the stent struts were lifted up due to the scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32 mm x 3.5 mm, target lesion was located in the moderately tortuous and moderately calcified proximal end of left anterior descending artery. A 3.50 x 32mm synergy drug-eluting stent was advanced for treatment. However, the distal end of the stent struts were lifted up due to the scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.